Event description:
It was reported that the customer was hospitalized for a high blood glucose level of 480 mg/dl. The customer had a diabetic ketoacidosis. The customer's sensor readings were inaccurate. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.